Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The biopsy channel was leaking. Other issues were found. The jet channel was clogged due to insufficient or incorrect reprocessing. The light guide lenses were scratched. The plastic distal end cover was damaged. The bending section cover glue was separated. The cutting wire at the metal braid was distorted. The connecting tube was wrinkled. The grip unit and switch box unit were scratched. The paint was peeling off the air/water nut and suction cylinder nut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope had air/water leakages. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the jet channel was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the clogged jet channel due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. It was likely the suggested event occurred due to insufficient reprocessing of the auxiliary water channel by the user. Details of the foreign material were unknown; it was difficult to presume the cause of the event any further. The instructions for use (IFU) states the following guidelines: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.